Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that the device didn¿t seem to work ever and now it was just inside her body. The patient reported that she had the device to ¿stimulate the bladder.¿ the patient reported that the device ¿worked but not for the reason they put it in. It worked, it just didn¿t stimulate my bladder.¿ the patient reported that she ¿let it go, the contract with medtronic, so it wouldn¿t keep buzzing me.¿ no further complications anticipated.